Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the aligners are jagged and are cutting the inside of their lip and mouth. The aligners are painful to wear. Provided tips for comfort and requested update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.